Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness, discomfort and subsequently went to the emergency room (ER). It was noted there was high threshold, potential for loss of capture and rising threshold on the left ventricular (lv) lead. The device was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.